Event description:
Same case as MFR report#: 2134265-2009-03395. It was further reported that during a percutaneous transluminal coronary angioplasty (ptca), vessel perforation occurred. The 99% re-stenosed lesion was located in the severely calcified and moderately angulated proximal circumflex artery. There was timi grade 3 flow through the vessel and a moderate-sized vascular territory distal to the lesion. The physician reported that the proximal circumflex is likely to be the culprit for the pt's abnormal stress test. Vascular access was obtained through the right femoral artery. Upon attempting to perform the rotational atherectomy at a site of unspecified prior drug-eluting stent with the 1.50mm rotalink plus and rotawire, the 1.50mm burr shot forward through the lesion and the tip of the rotawire fractured at 3cm from the distal end. Vessel perforation occurred at the site of rotablation after the rotawire tip separated, with no dissection. According to the physician, the fractured wire could not snare as it was very small, the remainder of the rotawire was removed normally. Ther perforation was treated by implanting another manufacturer's 3.0mm x 26mm stent. It was further reported that the pt experienced ventricular tachycardia, ventricular fibrillation, and cariogenic shock with hypotension in the cath lab. As a result of the complications, placement of an intra-aortic balloon pump was required. The pt also experienced congestive heart failure and required endotracheal intubation. The pt left the catheterization laboratory in critical condition and was upgraded to inpatient's status following the procedure. The patient was instructed to call the procedural cardiologist immediately if symptoms reoccurred, or should there be any problems with the puncture site, such as bleeding, swelling, pains or signs of infection. The pt's current status was reported as "alive".

Manufacturer narrative:
Results conclusion, device evaluated by MFR. The device was not returned by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The batch number for this complaint is unknown. A ship history review was performed for the reported upn, for six (6) months prior to the event date, and revealed that batch numbers 12081462, 12214401, 12347718 and 12438510 were shipped to this facility. The manufacturing batch record review for these batches confirmed that the devices met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report#: 2134265-2009-03395. It was further reported that during a percutaneous transluminal coronary angioplasty (ptca), vessel perforation occurred. The 99% re-stenosed lesion was located in the severely calcified and moderately angulated proximal circumflex artery. There was timi grade 3 flow through the vessel and a moderate-sized vascular territory distal to the lesion. The physician reported that the proximal circumflex is likely to be the culprit for the patient's abnormal stress test. Vascular access was obtained through the right femoral artery. Upon attempting to perform the rotational atherectomy at a site of unspecified prior drug-eluting stent with the 1.50mm rotalink plus and rotawire, the 1.50mm burr shot forward through the lesion and the tip of the rotawire fractured at 3cm from the distal end. Vessel perforation occurred at the site of rotablation after the rotawire tip separated, with no dissection. According to the physician, the fractured wire could not snare as it was very small, the remainder of the rotawire was removed normally. The perforation was treated by implanting another manufacturer's 3.0mm x 26mm stent. It was further reported that the patient experienced ventricular tachycardia, ventricular fibrillation, and cardiogenic shock with hypotension in the cath lab.